Manufacturer narrative:
The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked because it was broken. It was further reported that the line disconnected. This occurred during peritoneal dialysis therapy. Renal therapy services (rts) assisted in removing all the supplies and advised to contact the clinic and peritoneal dialysis registered nurse regarding the event. Rts went over using manuals and the patient would not able to complete therapy until the transfer set was replaced. The transfer set was replaced after this event. There was no patient injury or medical intervention associated with this event. No additional information is available.